Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 90% stenotic lesion was located in the non-calcified and highly tortuous proximal right coronary artery (rca). The physician attempted to perform direct stenting, but the liberte monorail stent delivery system failed to cross the lesion. Difficulty removing the stent delivery system was experienced and upon device removal, the stent dislodged in the guide catheter. The guide catheter was noted to be kinked. The stent was removed with the guide catheter as a unit. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good".